Event description:
It was reported that during device change out, high, out of range impedance and loss of capture were observed on the new ICD. The ICD was disconnected and the leads were tested. Normal electrical measurements were recorded. The ICD was reconnected and the same issues were observed. A new ICD was implanted and all electrical measurements were normal.

Manufacturer narrative:
The reported field event of high out of range impedance and capture anomaly were confirmed in the laboratory and was caused by parylene found on the ring contact springs. The parylene prevented lead insertion and resulted in anomalous connections to the leads.

Manufacturer narrative:
The reported field event of high out of range impedance and capture anomaly were confirmed in the laboratory and was caused by epoxy found on the ring contact springs. The epoxy prevented lead insertion and resulted in anomalous connections to the leads.